Event description:
The complaint states: that the staples jammed.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. A loose staple was also returned. The returned stapler w as visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was received with 29 staples left in the cover block indicating that at least 6 staples were fired by the end user. Reference file anp1900072603 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. Reference file anp1900072603 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "unit jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73h1600688 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: that the staples jammed.